Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had big air bubbles. The customer's blood glucose was 261 mg/dl at the time of incident. The customer was unable to complete troubleshoot at the time of call. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one sealed reservoir and three sealed reservoirs. Performed pre-fill reservoir test and found no air bubbles anomaly during analysis. Checked o-ring for defects and none were found. Found the transfer guard easy to connect/release from the vial. Also ran basal bolus leaking test and no air bubbles/leaks were noted.